Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the explanted ins and leads were discarded.

Manufacturer narrative:
Product ID: 3998, lot# va0bjg1, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that it started acting up in (B)(6), shocking the patient. Then the patient fell in (B)(6). The patient said the healthcare professional (hcp) said it was not working right. The patient said they needed to have it replaced in surgery and the patient didn¿t know if it was defective or not. The issue was not yet resolved. Additional information was received from a manufacturer representative (rep). It was reported the patient had a revision today due to a fall that resulted in impedance issues and stim coverage that wasn¿t as good as before. The revision occurred on (B)(6) 2018. The lead and ins were replaced with new ones, and the extensions were removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient had called to get information regarding the ins warranty. This was reviewed with the patient. It was also reported that the shocking and jolting had started in (B)(6) 2018, which was prior to the fall. This conflicts with what was previously reported. They also reported that in (B)(6) 2018, their stimulation was only going to their right shoulder, and their ins would not stay charged. The shocking and jolting would occur when they were sitting in a hair salon and when just laying down; it would occur suddenly and for no reason; their arm and leg would fly up in the air. It was noted the patient has been scheduled for explant and replacement of the ins and leads, which is to occur on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# va0bjg1, implanted: (B)(6) 2015, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: va0bjg1, ubd: 19-aug-2017, (B)(4). (B)(4) apply to both the ins and lead (va0bjg1). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of radiculopathy and spinal pain. It was reported that the ins was not working right and was doing "weird things". Per the patient the stimulation was pulsing, which it had never done before, and the impulses where stuck in 2 different spots where it would massage and then all of a sudden shock the patient. The patient had an x-ray and was told to see their health care provider (hcp), where the device was checked and a myelogram was scheduled. The manufacturer representative (rep) told the patient the leads were really high, and the patient wasn't sure whether the leads were loose, or not making proper contact or the ins wasn't working. Reprogramming was tried but the issue didn't resolve, and per the patient the hcp said they might need surgery. It was noted that the patient fell around (B)(6) 2018 over a gate onto their stomach. The patient wondered if they might have jarred something loose during the fall, but they couldn't remember if the ins issues started before or after the fall. No further complications were reported or anticipated.